Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a right common iliac artery aneurysm that was treated with the implantation of gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprostheses on (B)(6) 2015. On (B)(6) 2017, the patient presented with an aorto-enteric fistula and related graft infection. The devices were explanted, and a bowel resection was done. The patients died on (B)(6) 2017, due to a septic problem.